Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 797 mg/dl. Customer was off of the insulin pump for less than 24 hours prior to the emergency room visit. Blood glucose level at the time of the call was 195 mg/dl. The customer also reported an incident in which she was found unconscious by a neighbor. Blood glucose level at the time of the incident was 27 mg/dl. The insulin pump was not replaced or returned for analysis.